Event description:
It was stated that the pump over infused on a volume test. The event occurred during testing on (B)(6) 2024.

Manufacturer narrative:
A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI d5: operator of device updated one device was returned for analysis. Visual inspection showed a cracked rear housing at the top corner and the downstream and upstream sensors were contaminated. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The probable cause of the reported issue was due to the expulsor. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.